Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system was not tracking any instruments after going sterile. The camera was not seeing any spheres on the instruments. In trouble-shooting, re-booting the software and the navigation system restored normal function; the system resumed tracking instruments properly. Delay to surgery was less than 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement computer shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
Correction: the initial 3500a incorrectly stated that, "software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database." This statement was unrelated to the reported event.the computer was returned to the manufacturer for analysis. The computer hardware was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative reported that they have had no further issues with the frame. The rep did not believe there was an issue with the frame because when this issue occurred they rebooted the system and everything was then fine. They did not touch the frame during the reported event.the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.